Manufacturer narrative:
A system service check of the stellant flex CT injector, serial number (B)(4), was completed on (B)(6) 2021 which confirmed that the injector was operating within bayer specifications. The disposables that were in use during the alleged incident were discarded by the site. The lot number was not provided; therefore, testing of retained samples was not possible. The additional applications training has been scheduled for (B)(6) 2021. The site continues to use the stellant CT injection system after the reported event with no further issues reported. In the event that additional information is obtained, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
The customer reported the following: an outpatient underwent a CT scan of the abdomen and pelvis with contrast while connected to a stellant flex CT injection system. Following the injection, an undisclosed amount of air was visualized on the subsequent images. The exact anatomical location of the alleged air was not disclosed. Although the patient was asymptomatic throughout the examination, the radiologist ordered a CT scan of the chest to evaluate for air after which the patient was transferred to the emergency department for further evaluation. The current status of the patient is unknown.